Manufacturer narrative:
On (B)(6) 2020, the implanting clinician reached out to the cr to let her know that the patient's wound has dehisced. The implanting clinician noted that silk sutures were used to close the incision wound. However, the implanting clinician recently discovered that the patient is allergic to silk sutures, which may have caused the sutures to dehisce. On (B)(6) 2020, the implanting clinician stated that the stimulator will be explanted due to poor wound healing. However, an explant date has not been scheduled due to covid-19. The implanting clinician mentioned that the patient is still getting pain relief, and infection is not present at the incision site. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. A review of sterilization and packaging records for the respective product lot, stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of this complaint could be traced back to the implanting clinician using silk sutures to close the incision wound when the patient is allergic to silk suture.

Event description:
Stimwave quality has investigated the details for a reported incision wound not healing to the stimwave complaint system on (B)(6) 2020, by clinical representatives (cr) in the united states. Cr became aware of this issue (B)(6) 2020.